Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger.  Analysis of the recharger (B)(4) found evidence of broken connector pins. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient being unable to charge their implantable neurostimulator (ins) recharger. The patient suspected the connector pin, and it was stated to be bad. The patient stated that her stim had stopped, and stated that she usually recharges every 3 days, but since having a surgery she no longer does this as the ins is on "low." The patient noted the surgery was unrelated to the device. The patient stated the desktop charger status light was illuminated. The patient noted the connector pin did not appear loose or bent and that the arrows lined up. The patient reported charging successfully about a week and a half ago. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement of their desktop charger had resolved their issues completely.